Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the atrial lead exhibited high capture threshold and high pacing impedance. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.